Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's device had been emitting tones which were not reported immediately. System evaluation identified an alert for out of range pacing impedance measurements and intrinsic amplitude measurements on the left ventricular (lv) channel. Pacing impedance measurements had exceeded 2000 ohms. No patient symptoms were reported. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.